Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event. Manufacture dates: monitor: 3/29/2018; electrode belt: 3/22/2018.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. It was reported patient was found dead in his house by police. Per clinical review of the download data, at 11:35:10 on (B)(6) 2019 the patient's rhythm was sinus bradycardia at 50 bpm degrading to asystole. The lifevest delivered an inappropriate treatment while the patient was in asystole with CPR/motion artifact at 11:39:43. The post shock rhythm was asystole. The patient remained in asystole until the device was shutdown at 11:39:57. CPR/motion artifact contributed to the false detection. The response buttons were not pressed during the event. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.